Event description:
The clinician reported that 3 months after the dental implant was placed in ada site 25 in the patient's mouth, the implant did not achieve osseointegration in type ii bone. The clinician noted pain, implant mobility and overheating of bone in this patient with poor hygiene. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.